Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) occasionally did not pace following a sensed atrial event, according to a holter monitor recording.